Event description:
An umbilical venous catheter was being placed by provider. IV pump and 3 different bags of IV solution were set up with tubing in preparation. Tubing was flushed appropriately with attention to air in tubing removed with flushing. Tubing was attached to a transducer which was also flushed to remove air. Ten minutes passed before the catheter insertion was completed. Prior to attaching the catheter to the tubing, air was noted again in the line. It was flushed again. The infusion of d10 tpn was started. The provider ordered d20 with sodium acetate with heparin to be piggy backed into the tpn line. This was connected to the line above the IV pump. Shortly after starting the d20 solution, the IV pump alarmed occlusion. Upon inspection, air was found in the line d20 line and in the original uvc line again. The lines were disconnected from the patient and flushed again. Bubbles kept appearing. New IV solutions and tubing were assembled and replaced the previous set. No air bubbles were encountered with the new IV administration set. This is the 8th event for our facility with air in lines in our nicu. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter).